Event description:
It was reported that the patient's pump was refilled (B)(6) 2011 and "checked recently and the programmer showed it was stalled". The pump motor stall was confirmed via event logs which noted the pump motor stall occurred on (B)(6) 2011 with no motor stall recovery recorded. The logs stated "stopped pump period may exceed tube set". The pump reservoir was aspirated and approximately 23 mls were removed. The medication administered via the pump was morphine 250 mcg/ml concentration at a daily dose of 95.03 mcg/day via simple continuous infusion. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model 8709sc, serial # (B)(4), implanted: 2007 (B)(6), explanted unk.

Event description:
Additional information: it was reported that the pump was to be replaced on (B)(6) 2011. Per reporter, patient's pain was not well controlled. The device was later received with no further information.

Event description:
The patient's surgery went well and she is currently receiving effect therapy.

Manufacturer narrative:
Final analysis of the pump revealed motor corrosion and gear train anomaly: significant residue was noted on the upper shaft of rotor magnet, moisture on pumphead and slight corrosion on the surface of gear #3, motor compartment and bottom inner cover. This report is being submitted late due to a delay by a manufacturer employee; a process improvement plan and training are in place.